Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The technical support confirmed the alarm and identified that exposure to magsafe magnets could trigger it. The customer was educated on this cause and instructed to remove the cartridge and deliver a bolus, which was unsuccessful due to the recurring alarm. As a result, technical support decided to replace the pump and cartridge. The customer was informed about using an alternate method for insulin delivery and updating the pump software. Additionally, instructions were given on preparing the pump for return and steps to follow upon receiving the replacement.